Event description:
It was reported that the image of the subject device was not clear. The event occurred prior to the procedure. No error message was present. No other devices were connected to the subject device when the failure occurred. The procedure was completed with the same device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the following reportable malfunctions were identified during the device evaluation: the cable had slices. Based on the results of the investigation, the device had poor color image due to a faulty charged coupled device. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device was not clear. The event occurred prior to the procedure. No error message was present. No other devices were connected to the subject device when the failure occurred. The procedure was completed with the same device with no surgical delay. There were no reports of patient harm.